Event description:
Customer reported with an issue of " no image" found after use for a diagnostic bronchoscopy procedure. The facility according to the report, completed the procedure with a similar device. No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
Full address name of the facility is (B)(6). The subject device was received and evaluated . Device evaluation observed no image and found to be due to defective charge coupled device (ccd) unit. The reported issue of "no image" was confirmed. Furthermore, the following defects/findings were identified during device inspection: leakages observed on the device switches. Scratched found on insertion tube. Control section found corroded and was immersed. Switches are non functional. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was that the device leaked, and fluid invasion/corrosion was found inside the subject device. From the findings and the investigation result, moisture from the leaking point caused abnormalities such as conduction failure on the internal circuit board of the scope connector. Olympus will continue to monitor field performance for this device.